Manufacturer narrative:
H3, h6: the device (psfd01009), used in treatment, was not returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the risk profile. The navio surgical technique guide for knee arthroplasty (500197) includes in the "cementing and closing" section: "prior to closing the patient¿s incision, be sure to remove both the femoral and tibial bone checkpoint pins." And "when removing checkpoints pull in a perpendicular manner away from the bone. Do not pry or bend the checkpoint when removing." There is also a warning message in the system to alert the user to remove the checkpoint pins at the end of the case. We were not able to confirm if there was a relationship established between the reported event and the device. The reported issue was due to the checkpoint pin not being removed prior to closing the patient's incision per the IFU. Based on the investigation, no corrections or corrective actions required at this time. Per complaint details, it was noted on x-ray post-op uni-knee day-one, that the verification check pins had been left in the patient. Reportedly, according to the anz product complaint form, an additional surgical procedure was performed at 3-days post-op to remove the pins. It was communicated that the requested clinical documentation would not be provided; therefore, the patient impact beyond the retained pins and subsequent removal could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated.

Event description:
It was reported that, when checking the x-rays the following day after a navio ukr procedure, it was noted that two verification check pins had been left in the patient. This report is for the first pin. Both pins were removed three days post-operation.